Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder had no heat at the beginning of the procedure. The cord was changed, but the same problem occurred. A new kit was opened to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010 for investigation. Visual inspection revealed that the tissue welder jaws showed no signs of clinical usage. There was very little evidence of blood on the device. Resistance measurements were not within specs. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device would not activate. Based upon the functional test, the reported complaint "had no heat" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).